Manufacturer narrative:
Device sample returned for analysis, received on (B)(6) 2024 and investigation completed on (B)(6) 2024, manufacturing report updated to reflect device analysis and investigation results, refer to b6. The relationship between the coopervision device and the event could not be confirmed. For updated data refer to the following sections: (b4), (b6), (d9), (g2), (g3), (g6), (h2), (h3), (h6), (h11).

Event description:
This incident was reported by the eye care practitioner to the manufacturer. It was reported that the patient sought medical assistance after experiencing persistent ocular irritation with poor vision and tearing in the left (os) eye and was diagnosed with a corneal abrasion on (B)(6)2024. The patient was treated with ocuflox drops and one week of lens discontinuation. Information received from the treating physician indicates that patient was treated for a central corneal injury with scarring penetrating the bowman's layer and a resulting central corneal opacity, however, the event is resolved as of (B)(6)2024 with no permanent impact to visual acuity. The patient also alleges that they believe the cause of the issue was instilling two contact lenses which were reportedly received packaged and stuck together. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.